Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customers blood glucose was 48 mg/dl at the time of event. Low bg was addressed by calling health care provider, customer was advised to activate a temp rate of 70% until bg returned to range. Customer also consumed juice. It was also reported that a cartridge alarm 1 occurred during basal delivery. There was no reported adverse effect to the customer's blood glucose level. A cartridge change was performed resolving the issue

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.